Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This lead was included in a field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported the right ventricular (rv) lead experienced an unkown lead "failure." The lead was explanted and replaced. No patient complications have been reported as a result of this event.